Event description:
It was reported that this right ventricular lead was surgically abandoned due to exhibiting noise during isometrics testing, oversensing and pacing inhibition without asystole. Another lead was implanted instead. No further adverse patient effects were reported.